Event description:
On (B)(6) 2012, the reporter contacted animas stating that after the patient went to see the doctor, the doctor advised that the patient was not bolusing enough. The patient's blood glucose (bg) value was reportedly in the 300 to 400mg/dl range with no symptoms. The reporter stated the only boluses that occurred in the pump history took place after 6pm and that the patient was unable to bolus prior to 6pm. The patient and the pump were reportedly unavailable to troubleshoot the pump at the time of the call with customer support (cs) and will call back when they are. The reporter denied damage to the pump and denied damage to the keypad. The pump reportedly had no evidence of moisture. The reported bg is not indicative of a bg excursion and does not meet the animas criteria of an adverse event. This complaint is being reported as the reporter claimed that the pump was not delivering boluses accurately and due to the allegation that the only boluses that were recorded in pump history were boluses performed after 6pm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no delivery defects were found with the pump; testing was unable to duplicate or confirm the complaint. The pump was exercised for 29hours, given a flow accuracy test, and found to be delivering accurately as designed at the conclusion of testing. The pump was used after the original complaint date and the black box data has been overwritten. Current black box data shows typical usage alarms and warnings. An "ezprime" operation was performed with no difficulties noted. Units remaining were correctly calculated and written to the bolus history.